Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, it dislodged due to calcification on the left coronary cusp (lcc). A second valve was attempted to be implanted but became caught by the outflow crown of the first valve and was unable to cross the valve. A snare was used to catch the frame but was unsuccessful. A second snare was used and was unsuccessful. A balloon was used as support at the same time as attempting to cross the valve but was also unsuccessful. Another attempt was made by using a lunderquist wire with a bend, which allowed the second valve to cross the first valve. The second valve was deployed at 4-5 mm depth. No other adverse patient effects were reported.

Manufacturer narrative:
It was reported that the valve dislodged during implant due to calcification on the left coronary cusp (lcc). Potential factors that can influence a valve to dislodge include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. In this case, the presence of calcification on the lcc was a contributing factor to the dislodgement. If information is provided in the future, a supplemental report will be issued.